Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-01270. It was reported that the patient experienced severe leg pain following an scs system trial implant. The physician believed he might have a cerebrospinal fluid leak. The patient had the trial system explanted the same day. Follow up identified that the leg pain resolved following the explant and there was no damage to the spinal cord.